Event description:
The customer reported that their device was showing all three icons (service wrench, attention and charge-pak) and would no longer function. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio observed some rust and corrosion internally from what appeared to have been liquid filtration which had dried. The internal hlc batteries were also observed to be depleted. It is unknown if the observed corrosion was related to the depleted internal hlc batteries. A conclusive cause could not be determined. The customer received a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.